Event description:
It was reported that the physician attempted an arteriotomy closure using a starclose device after an interventional procedure. The device was difficult to remove. Upon removal it was observed that a locator wing was partially detached; a portion of the wing was dislocated from the distal end of the vessel locator. There was no patient harm or injury reported. Hemostasis achieved by manual compression. No additional information available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.